Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: philippines. Needle of suture was detached upon opening from the sterile field. Detected during preparation of the suture.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units into the market. There are no units in stock in b. Braun surgical warehouse. We have received an open unused sample with the needle detached from the thread and the thread still wound on the pack. The thread looks broke at the end but without closed samples a proper analysis cannot be done. Taking into account that no other customer complaints have been received concerning this issue for this code batch, we consider that this is an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.